Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2017-10061. (B)(4).

Event description:
After use of the electrode for a few minutes, a small part of the ceramic on the tip fell into the patient during a shoulder procedure. A new electrode has been used and the same happened, hence we have two electrodes on this complaint. Surgery has been completed with same like product, everything has been removed and has been visually checked by the surgeon. Surgery has been prolonged for 5 minutes. One electrode has been discarded, one will be sent in for evaluation as stated in this form. Additional information received via email from the affiliate on 2-8-17. Excessive force was not used on these electrodes. The devices were new.

Manufacturer narrative:
It was reported that the complaint device was discarded; therefore the device is not available for evaluation. The complaint cannot be confirmed and a root cause for the reported failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed three similar complaints for this lot of (B)(4) devices released to distribution in 2016. The complaint devices for these three similar complaints were not returned; the complaints are not confirmed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.